Manufacturer narrative:
The pad-pak was first installed successfully on the 18th march 2010 and performed to specification up to the 5th october 2014. The device failed several self-tests due to a low battery between the 12th-13th october 2014. A further pad-pak was installed on the 15th october 2014 and the device passed all self-tests up to and including the final history log entry on the 18th october 2015. The device recorded random manual power ons of varied duration including one of ten minutes duration. Investigation found the reported fault can be attributed to membrane failure. The manual power ups recorded may indicate the user was power cycling or the beginnings of membrane failure. The fault could not be replicated with a new membrane fitted. Voltage fluctuation was observed over the pogo pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.